Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: d1, d4, g1, h4: this report is for an unknown battery powered handpiece device. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, manufacturing site name, and device manufacture date are unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This event is report 2 of 2 for the same event. It was reported that the sagittal saw attachment device exhibited weak power and overheating issue. The reporter clarified that the handpiece device produced excessive heat and the power output became noticeably weaker afterward (following the heat build-up). Therefore, the "low power" symptom appeared to be secondary to overheating rather than an initial low-power issue. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.